Event description:
It was stated that the display was blank. Troubleshooting was performed, and the display remained blank. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a blank display due to a broken solder joint of a wire on the battery tube.